Event description:
Pt had been sleeping & oxygen saturation was at 99%. While rn was in the room, pt awoke & quickly became cyanotic, anxious. Respiratory rate increased to 30's. Ventilator alarm went off & then silenced. No air being delivered to pt. Ventilator was repaired. Replaced flow meter.